Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the proximal femoral fracture procedure, the reamer brake and broke.

Manufacturer narrative:
The evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer returned was documented as faultless prior to distribution. As the device had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, dimensional or manufacturing related issues were found. The flexible shaft of the reamer was found deformed in that way that a sample guide wire was not insertable. Furthermore the cutting edges of the reamer head were blunt and marked with several heavy dents, caused by hitting metal. The material of the flexible shaft got damaged due to a torsional and bending overload. The customer reported that the reamer got deformed during a proximal femoral fracture surgery. Based on the deformation of the flexible shaft a guide wire would have been jammed within the reamer in that way that the wire was not detachable. Due to the fact that no guide wire was stuck within the reamer it is very likely that the surgeon used the reamer without a guide wire. Without a guide wire the reamer is not stabilized, overbending and torsional overloading is easily possible like happened in this case. The IFU and operative techniques describe that drilling without guide wires is not allowed; furthermore drilling into metal shall be avoided. Only sharp reamers shall be used. A process optimization of the welding process was implemented in (B)(6) 2013; the reamer was manufactured prior to the change. The process change had no influence to the deformation of the reamer. Based on the given facts the deformed reamer is the result of a deviation from the instructions (user related). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During the proximal femoral fracture procedure, the reamer brake and broke.